Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of the call was 128mg/dl. The customer stated that she over delivered 100 units while doing an infusion set change. Troubleshooting was performed. The prime history did not show any primes on the day of her call. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.